Event description:
It is reported that the pt underwent a two stage revision due to infection. The first stage occurred on (B)(6) 2011 and the final stage was on (B)(6) 2011.

Manufacturer narrative:
Eval summary: the implanted components were determined to be compatible. There is no indication of cause in the implant notes. Revision surgical notes indicate edema and thickening of the tissues, as well as erosion of tibial bone medially. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of (B)(4). Therefore, it is highly unlikely that the specified device caused any pt infection. Eval: review of the device history records did not find any deviation or anomalies. It is not suspected that the product failed to meet specs.